Event description:
It was reported that (1) lcsc5 was used during a laparoscopically assisted vaginal hysterectomy. It was reported by the rep there was complete lockout with steady tone. The luke was used. Opened another device to complete the case. There was no consequence to pt.